Event description:
It was reported that following attempted implant of the device, cardiac perforation and tamponade were observed. The device was not implanted. Pericardiocentesis was performed. The patient was stable and will continue to be monitored.